Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user interaction. Review of the pump data logs by tandem technical support verified that the bolus was manually requested by the customer. The customer's blood glucose (bg) level subsequently decreased to 31 mg/dl. The customer's wife provided assistance and the customer consumed a glucose gel to address bg. Reportedly, the customer experienced a seizure and the customer fell resulting in a head injury and a concussion due to the low bg event. Customer acknowledged the bolus was delivered due to error and pump was performing as intended.